Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported gap between the acoustic lens and the ultrasonic probe issue could not be determined, however, it was likely due to stress, resulting from user handling and or wear due to repetitive use. The event may be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer error description could be confirmed. Due to wear of the angle wire, the bending angle in up direction does not meet the standard value. It is unknown what caused the gap of adhesive on the distal end. Further inspection findings include: s-cover had a scratch. Because guide pin of el-connector was missing, water tightness was lost. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an ultrasound gastrovideoscope had a gap of adhesive on the distal end. It was also reported that stain entered inside the lens through the gap. It was also reported that the bending angle was loose. The problem emerged at the beginning of reprocessing. The instrument passed the leak-test after several attempts and still concluded the entire disinfection cycle. The delay in reprocessing resulted in a delay in the timeline of that daily session (30 plus minutes). There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable event.